Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient with charging problems with micro. The patient cannot full charge the interstim micro. Additionally, the patient was also not able to change the charging speed of the wireless recharger.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) stated that the cause of the difficulty maintaining connection to recharge was noted as unknown. Recharger is sent to repair. The patient received a new device and this has solved the issue. The patient weight was reported as normal. The device was shallow in depth, the patient might need a pocket revision. The cause of connection issues and por was noted as unknown.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from a manufacturer representative (rep) stated the patient could not fully charge (100%) the interstim micro right from the beginning. They could only capture 30-40%, which took longer and recharged every other day. They received a notification that she needed to call the hospital and to press the on button for 30 seconds. They thought they saw an error code 1477 with no connection anymore. They saw the orange light on recharge, which indicated that the connection was good and excellent. The button was greyed out, no connection, was not able to switch on. It was likely that the battery level of the neurostimulator was too low to change the setting. The patient switched off the sound of the recharger due to annoying beeps all the time. This patient seems to have coupling issues with the neurostimulator, but she is not noticing this since the beep is off. Her neurostimulator is implanted a little too superficial, for which she might get surgery. This means that the position of the neurostimulator does not cause the coupling issues. They found out that the patient is not sitting still during charging and is not opened to changing her habits. This might cause coupling issues. They checked, and coupling did go difficult at a certain point. The recharger kept on searching. The experienced por on may 5th, short recharge sessions, but the connection was excellent. Then we lost connection and had difficulties connecting again. The recharger kept on blinking. They finally took a new recharger, and then it went perfectly fine. The recharger reset (holding the button for 20-30 seconds) did not work. We tried a new recharger, and then it all went fine.